Manufacturer narrative:
Event date reported as in (B)(6) 2017 (about 2 weeks ago). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. There was suspicion of cross-contamination from the patient's clothes however this information was not confirmed; therefore the cause of peritonitis remains unknown. During that same month of onset, the hospital treated the patient with unspecified antibiotics (dose and frequency not reported; however it was not reported if the patient was admitted to the hospital. During that month, the patient recovered from the peritonitis. Action taken with pd therapy was not reported. No additional information is available.